Manufacturer narrative:
Customer service rep received a complaint for the site stating that during a spine procedure; there was a loud noise in the imaging system's gantry and they were no longer able to get the system to move with the controls on the pendant. The system was still around the patient but out of the surgical area so the surgery continued without delay. Following on-site investigation, it was discovered that the dingus was not falling in the rotor correctly and the rotor had to be manually re-positioned. Push/pull cable was found broken. Re-positioning of the rotor and replacement of the push/pull cable resolved the issue. The push/pull cable was not returned to medtronic for analysis following three or more attempts. There was no impact on patient outcome. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Customer service rep received a complaint for the site stating that during a spine procedure; there was a loud noise in the imaging system's gantry and they were no longer able to get the system to move with the controls on the pendant. The system was still around the patient but out of the surgical area so the surgery continued without delay.